Event description:
It was reported that this right atrial (ra) lead was explanted during a device changeout procedure due to therapy upgrade. When the physician removed the device from the pocket, this ra lead was found to be twiddled inside the pocket. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.